Event description:
It was reported that the patient was getting shocking and jolting from airplanes and helicopters. The patient's wife stated that patient's skin type induces electrical current. Additional information has been requested from the hcp, but was not available as of the date of this report.